Event description:
It was reported that the tip of an asahi confianza pro 12 guide wire had fractured during a percutaneous coronary intervention (pci) to treat a heavily circumflex, heavily calcified long chronic total occlusion (cto) in the proximal right coronary artery (rca). Bilateral approach was performed via the right radial artery and the right femoral artery. A 6f ebu 3.5 unspecified guide catheter and a 6f al1.0 unspecified guide catheter were used for the left coronary artery and the right coronary artery respectively. Intracoronary heparin was given to maintain activated clotting time. Retrograde filling of pda from the left coronary was noted. The physician attempted retrograde access via the second septal branch. The guide wire was delivered, but it was unable to advance the microcatheter into the septal branch due to tight calcified ostial stenosis. It was also unable to advance an unspecified 1.2mm balloon to pre-dilate the vessel even with the boston scientific guidezilla guide extension catheter in place. The physician then attempted retrograde access via the first septal branch but was unable to connect to the wire that was advanced using antegrade wire escalation. The proximal vessel was dilated. The proximal cap was punctured with the confianza pro 12 guide wire. The guide wire was then advanced a short distance into the occlusion but then stopped. On trying to pull back the guide wire, the radiopaque confianza pro 12 tip fractured and remained within the right coronary artery. No additional action was taken against this event. The procedure was then abandoned, with closure devices applied to both the radial and femoral access sites. As for the future treatment strategy, either a repeat procedure or increase of patient's medication will be performed. It was informed that the patient will be discharged from the hospital on the evening of the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, finding on lot history review and referring to known similar events, it was presumed that torsion and tension generated with wire manipulation might have been locally applied on the tip of the confianza pro 12 guide wire when the tip was caught by the heavily calcified lesion, fracturing the wire tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.